Event description:
Pt did meter to lab comparison tests, about an hour apart. The reading was 66 mg/dl on pt's meter, and the lab test result was 138 mg/ml. Pt did not have any symptoms. No harm was alleged.